Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons were unresponsive on the insulin pump. Customer was attempting to bolus when the issue occurred. The customer's blood glucose was 400 mg/dl due to not having glucose for two hours from the malfunction. Customer stated a message was received stating a button was pressed for more than three minutes. The insulin pump will not be returned for analysis.